Event description:
Pt intubated for overdose. Et inserter with good breath sounds, et co2 not changing. Et tube removed, pt reintubated. No et co2. Ambu bag changed. Leak found in ambu bag. Resistance was increasing with little air in exhalation through ambu bag. Pt developed pneumo mediastinum.